Event description:
The customer reported that the insulin pump was not functioning properly. The customer did sound confused during the call. The customer was unresponsive and the paramedics were called. The customer stated that she was not able to take a new blood glucose reading or eat. The customer also stated that the insulin pump alarmed. His blood glucose level was treated with glucose tablets. No further information was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.